Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that 6 to 8 months after the patient¿s battery was implanted they weren¿t able to charge their implantable neurostimulator (ins) and a manufacturer representative was unable to jump start it. The ins was not replaced. The patient had their device to the point where it was providing a little bit of relief but then the representative adjusted the device and made it worse. This happened 6 to 8 months after implant. The patient was worried about leakage.